Event description:
Cardiovascular surgeon utilizing ligaclip medium clip applier during procedure. Device misfired and actually cut the vessel instead of clipping it. Surgeon was able to obtain another ligaclip and clipped the vessel as originally intended. No injury to patient noted.